Event description:
Surgery was required to repair the mcl for patient with a total knee implant. Poly inserts were exchanged during the procedure.

Manufacturer narrative:
Surgery was required to repair the mcl for patient with a total knee implant. Poly inserts were exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.